Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Concomitant medical devices: medical product: tprlc xr mp fp t1 pps 5x95mm, catalog #: 51-149050, lot #: 6314874; medical product: act artic e1 hip brg28x38mm, catalog #: ep-200144, lot #: 315330; medical product: g7 pps ltd acetabular shl 48c, catalog #: 010000661, lot #: 6263144. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product has not been returned.

Event description:
It was reported the patient underwent a total hip arthroplasty on (B)(6) 2019. Subsequently, a revision surgery was performed due to pain on (B)(6) 2020.

Event description:
It was reported the patient underwent a total hip arthroplasty on (B)(6) 2019. Subsequently, a revision surgery was performed due to pain on (B)(6) 2020.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. D11: medical product: tprlc xr mp fp t1 pps 5x95mm, catalog #: 51-149050, lot #: 6314874. Medical product: act artic e1 hip brg28x38mm, catalog #: ep-200144, lot #: 315330. Medical product: g7 pps ltd acetabular shl 48c, catalog #: 010000661, lot #: 6263144. Medical product: g7 dual mobility liner 38mm c, catalog #: 110024461, lot #: 385370. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. We have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found no similar complaints reported with the item 650-1158. A review of the complaint database over the last 3 years has found no similar complaints reported with this item and lot combination. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. Risk assessment: known inherent risk. Review of the instructions for use (IFU)/product labeling, and the risk management file, determined that the reported event is a known inherent risk associated with the use of the device. No corrective or preventive actions are deemed necessary at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.